Manufacturer narrative:
(B)(4). G2: foreign: (B)(6). Visual evaluation of the returned product found pouch with peeling in the seal area. The complaint has been confirmed by evaluation of the returned product. Review of the device history records identified no deviations or anomalies during manufacturing not related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the incoming inspection, peeling was found in the sealing area of the packaging. There is no additional information available at the time of this report.